Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a high blood glucose (bg) level of 800 mg/dl and diabetic ketoacidosis. Reportedly, the customer sustained acute kidney damage from severe dehydration. In addition, the customer¿s throat and esophagus was irritated due to vomiting. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2022 with no permanent damage. Tandem technical support (cts) performed a pump system check and determined that the customer was using off-label insulin. Cts educated the customer on insulin labeling. The pump was determined to function as intended.